Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, the patient was "75% closed up" and required bypass surgery. Patient procedure notes indicated that the patient had a taxus express2 3.5x16mm drug eluting stent placed to the proximal left anterior descending (lad) artery in 2005. In 2006, the patient presented to the emergency department with severe episodes of angina and marked st segment depression. At this point, the patient was taken for catheterization. Angiography revealed that the circumflex (cx) artery was completely occluded proximally. The lad at the stent site in the proximal portion was 75-80% restenosed with diffuse 50% restenosis within the entire stent. The right coronary artery (rca) was occluded proximally. The patient was then referred for bypass surgery. The patient received a 4 vessel bypass grafting surgery and was transferred to the ICU in stable condition. The patient has not required additional intervention since the surgery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.